Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique and stated the patient made a mistake. The assignable cause for the breach in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed nurse from (B)(6) of patient made a mistake/break in aseptic technique and peritonitis in a patient coincident with dianeal ultrabag therapy. In (B)(6) 2012, the patient began treatment with dianeal pd2 ultrabag 1.5%, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. The nurse reported that on an unreported date, the patient experienced a break in aseptic technique described as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis and on (B)(6) 2012, the patient was hospitalized. The nurse reported the cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient began remedial treatment with injection cefazolin (1gm, ip, daily) and injection ceftazidime (1gm, ip, daily). It was not reported if the patient remained hospitalized. It was unknown if the patient recovered from the peritonitis. Concomitant medication was not reported. An opinion of causality was not reported for the event of peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.